Event description:
It was reported that the patient's blood glucose level dropped to around 40 mg/dl while wearing the pod. The patient reported they were involved in a car accident due to low blood glucose levels between late (B)(6) 2029 and early (B)(6) 2019. The patient was transported to a hospital where the patient stayed for 20 hours. The patient reported they were not injured, but only woke after they reached the hospital. The patient's pod was removed as it was damaged in the accident, the patient's blood glucose level was managed using manual insulin injection using syringes while in the hospital. The patient's low blood glucose levels were treated using 'liquid sugar' through injection. The patient is from the united states and was in an remote island in greece during the incident.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.